Event description:
I had 15 sessions of radiation. Total of 40 grays. Last session was (B)(6). The next day I experienced an enormous amount of redness and my breast was extremely hot. I also developed a rash over my entire breast which spread up and over to the center of my chest. It was and still is (5 weeks later) extremely itchy. I also developed a smaller and not so itchy rash on both of my hips. My radiation oncologist deigned that the rash was caused by the radiation. I have spoken to several people I know who have had the same experience. Therefore I no longer trust my radiation oncologist. Hopefully will never have to cross his path again.